Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer seven would not open. A field service engineer (fse) found that a broken slide bumper was preventing the drawer from opening properly. The damaged bumper was removed and replaced with a new one to resolve the issue. The drawer was then tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not detect on the communication bus, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.